Manufacturer narrative:
A ge oec service representative investigated the system failure and as a result removed and replaced the hard drive, reloaded the latest version software and re-calibrated the system. The system was tested and found to be functioning as intended, and released to the customer for use. The system failure occurred prior to patient use and the facility had no known patient information available. There was no noted impact on patient care.

Event description:
The ge oec 9800 fluoroscopy system would complete the proper boot sequence. System is inoperable.